Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered pain when walking, dyspareunia, weight gain due to inability to exercise, recurrent incontinence, extreme pain, and other injuries as they become apparent.